Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display of the external pulse generator (epg) is missing a line of segments at the a-v interval millisecond measurement. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the display of the external pulse generator (epg) is missing a line of segments at the a-v interval millisecond measurement. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing segments. Analysis also found that the lower case was broken and that the upper case was dented, both bails and both bail covers and the six case screws were missing, the ring cover was broken and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the display of the external pulse generator (epg) is missing a line of segments at the a-v interval millisecond measurement. The epg was returned for repair. No patient complications were reported as a result of this event.